Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not strike or drop the product. Water leakage could destroy electrical circuit inside the product.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported (oh behalf of the customer), that during preparation for use, the image on the hd camera head was poor. Upon inspection and testing of the returned device, there was a b30 scope error. The issue was inspected prior to use. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to what's reported in b5, the following nonreportable malfunctions were identified: main body damage and scratch; corrosion on various parts of the device; connector contact discoloration, crack; and deposits. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.